Event description:
On 03/02/1999 following a diagnostic procedure, an angio-seal device was placed in a pt's groin. There was no difficulty reported with the deployment. There was an immediate development of a hematoma with the first time ambulating post bedrest. The pt was kept an additional night in the hospital. As of 05/24/1999 there has been no further report to the MFR of complication or additional pt sequelae.